Manufacturer narrative:
The actual date of event is unknown. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had error code 242.4030 as initially the error code was 222.4050 and after replacing the ail assembly got second the error code. There was no patient involvement.